Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 575 mg/dl, which was treated with bolus wizard. Customer did not go to the hospital and did not contact healthcare professional. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that his niece who normally changed his infusion set was not there. Customer was assisted in administering a bolus delivery. Customer declined for company representative to call the ambulance for high blood glucose.